Event description:
On september 14, 2006 the lay user/reporter (patient's husband) contacted lifescan alleging that the patient's one touch ultra meter was displaying three dashes in the memory mode when attempting to test. The medical affairs specialist listened to the call between the reporter and the customer care advocate (cca) to obtained/verify the following information. The patient had stopped using the meter "for a while" for an unk reason. Then for a unspecified time, the patient was not testing her blood glucose because she was unable to use the meter. Her last attempt to test on her meter was in 2006, morning when she had chills and felt very cold. The reporter also stated that the patient had fallen a few times in the past. The patient was taken to the hospital where she obtained blood glucose results of "398 mg/dl." The reporter stated that the patient is still in the hospital, currently in "critical condition," and is being treated with IV fluids. The cca discovered that the patient was using the incorrect testing technique. The cca walked the reporter through properly coding the meter. However, this complaint is being reported because the patient was unable to test on her meter while experiencing symptoms. The patient arrived at the emergency room with high blood glucose and was admitted to the hospital. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.